Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.